Event description:
It was reported that the trek rx ruptured during predilatation with low pressures in the heavily calcified, right coronary artery (rca) target lesion. An nc trek was able to successfully predilate the target lesion. The xience xpedition stent delivery system (sds) crossed the lesion smoothly and the stent was deployed with one inflation. A couple of seconds were spent for the sds to deflate. Neutral pressure was applied to the sds and the sds was pulled into the guide catheter. Slight resistance was encountered during removal of the sds, a minimal level of force was applied, and the shaft separated in the guide catheter. The separated segment of the sds was removed with the guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition device referenced is being filed under a separate medwatch MFR number.